Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was (B)(6) 2017. It was reported the pain pump insertion was not functioning as of 2014. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The previous report noted that the date of the event was (B)(6) 2017. The date of the event was unknown and occurred in 2014. If information is provided in the future, a supplemental report will be issued.